Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that drive support cap was normal. Customer stated that the insulin pump had pump error alarm. Customer was not able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor(gold). Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test or verify a35 or a33 alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.